Manufacturer narrative:
Correction: d9 and h3. Additional information: h6. D9 (device avail. For eval): replace yes to no. D9 (date returned to MFR): remove 05/17/2021. H3 (device returned for evaluation): replace yes to no. H3 (manufacturer evaluated device): replace yes to no. H3 (select reason for no evaluation): replace device evaluation anticipated, but not yet begun to other. H10: the actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection with the naked eye and magnification identified the female connector was separated from the main body. The reported condition was verified. The cause of the condition was manufacturing related due to inadequate solvent to the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of a peritoneal dialysis (pd) transfer set. While disconnecting the transfer set from the pd solution, it was observed that the female connector unscrewed from the mainbody. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.